Event description:
It was reported that inflatable penile prosthesis (ipp) device pump was not functioning properly upon activation. The physician tried to activate the pump in his office and found that it was sticky and the cylinders would not inflate. A revision surgery was performed at which time the original pump was explanted and a new pump was implanted. The original cylinders and reservoir were left in place. The patient was healing following the procedure.

Manufacturer narrative:
Product analysis confirmed the reported allegations related to device has the inflation and mechanical issues. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump was functionally tested and failed the 8lb. Activation test.

Event description:
It was reported that inflatable penile prosthesis (ipp) device pump was not functioning properly upon activation. The physician tried to activate the pump in his office and found that it was sticky and the cylinders would not inflate. A revision surgery was performed at which time the original pump was explanted and a new pump was implanted. The original cylinders and reservoir were left in place. The patient was healing following the procedure.